Event description:
It was reported that a patient presented remotely via merlin.net. Upon review of the transmission, the patient's implantable cardioverter defibrillator was found to have far r-wave over-sensing. Corrective programming changes were made on (B)(6) 2021. No patient consequences were reported and the patient was asymptomatic throughout.